Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device noticed that they started leaking substantially and the device stopped working as they had to wear multiple pads throughout the day. Prior to this, the patient only had to wear a safety pad throughout the day. Per the patient they were very well versed on the device and troubleshooting techniques, and they did not think they deactivated their device. The patient was provided with specialists for referral in their area for additional follow up. A surgical procedure was performed during which the device was explanted. No additional information was provided.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Model number/catalog number: 72404127 serial number: n/a batch/lot number: 0172083010 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024 serial number: n/a batch/lot number: 0182486011 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Mechanical issue and recurring incontinence are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.